Manufacturer narrative:
A correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found to have an elevated lactate dehydrogenase (ldh) level. The ldh peaked at 1965 u/l with an inr of 1.8. No other symptoms were reported. The patient was admitted for a heparin drip and the issue resolved. An echocardiogram found that the pump appeared to be functioning normally. The patient was started on triple anticoagulation therapy. No power elevations were reported. A transesophageal echocardiogram and CT angiography were performed to rule out aortic root thrombus, which provided no significant findings. No further information was provided.